Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Device evaluation: only one cartridge was returned in a plastic bag. Lubricant material residues can be observed in the cartridge. No damaged was observed in the cartridge, but a dent was identified in the tip of cartridge. The reported issue was not verified. Due to the conditions of the sample returned product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. Three additional complaints were received from this production order. Two complaints had no product deficiency was identified and one complaint met the criteria for no further investigation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that emerald cartridge was defective/deformed. Through a visual evaluation, it was observed a dent was identified in the tip of cartridge. No further information is available.